Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" and moderate ketones. Exact bg value was not provided. A correction bolus was delivered via the pump. Customer entered settings incorrectly. Reportedly, customer consulted with health care provider and corrected personal profiles.